Manufacturer narrative:
Additional information received on (B)(6) 2019 stating that the reported event occurred during testing. There was no patient involvement during the reported event. Device evaluation summary: once cadd solis hpca pump was returned for analysis in used condition. The visual inspection of the pump identified that the pump had cracked lens. The functional testing included accuracy testing. During the testing it was found that he pump is actually under infusing by an average of -0.38% off specification. The problem source of under delivery was identified as the out of specification expulsor. The reported issue of over-infusing was not confirmed. The reported issue could not be duplicated.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was over infusing by "10 %". It was not specified whether this occurred during infusion or interrupted therapy. No patient injury was reported. No adverse effects were reported.